Event description:
Per the clinic, the patient was explanted in (B)(6) 2023 due to an infection. Additional information has been requested but has not been made available as of the date of this report.